Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, stored egms revealed noise on the atrial channel. The noise could not be reproduced clinically. Atrial lead impedance had increased to 268 ohms from 200 ohms at the previous clinical visit in april 2006.